Event description:
While in picu after initial implant surgery, the pt's oxygen level dropped from 98% to 71% and that a chest x-ray showed that they had aspirated. It was reported that the pt "let out a load yelp" when blood was drawn from the artery in their wrist, which cleared the blockage in their lung. The pt's breating reportedly started returning to normal afterward. The pt was also reportedly bleeding internally during this time, which was believed to be caused by toxic medication levels in combination with either a small scrape by the intubation tube or a posterior nosebleed due to the anesthesia. Investigation to date has been unable to determine the cause of the reported aspiration event.